Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the staples did not form on the third firing. Sutures were used to complete the jejunojejunostomy and another device was used to complete the procedure. There was no patient consequence.